Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-06638. It was reported that stent damage occurred. During unpacking of a 2.25mx12mm synergy ii everolimus-eluting stent, it was noted that the proximal end of the stent strut was damaged. A second 2.25mx12mm synergy ii everolimus-eluting stent was also taken out, however, the same issue was noted. No patient complications were reported.

Manufacturer narrative:
The stent delivery system (sds) was returned for analysis. A visual examination of the stent found the stent damaged with struts at the distal edge stretched and lifted distally. Struts at the proximal edge were slightly flared. The crimped stent od was measured at the undamaged portion which is within the specification. The product stent protector was not returned for analysis with the device however a review of the specified inside diameter of the stent protector internal diameter (ID) found within specification. Therefore it can be determined that the stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. Based on the specified stent protector profile and the recorded crimped stent profile, there is no issues to note with the interaction between the 2 components. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to (B)(6) pressure. The crimp temperature and the crimp duration for the device all are within the specified range. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft. A visual and tactile examination of the midshaft section found one kink at 29mm distal from the hypotube to the midshaft bond of the shaft polymer extrusion profile. The damage most likely occurred due to excessive tensile force being applied to the delivery system. The outer extrusion, inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-06638. It was reported that stent damage occurred. During unpacking of a 2.25mx12mm synergy ii everolimus-eluting stent, it was noted that the proximal end of the stent strut was damaged. A second 2.25mx12mm synergy ii everolimus-eluting stent was also taken out, however, the same issue was noted. No patient complications were reported.